Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and hemostatic valve separation and hemostatic valve leak issues occurred. When connecting the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the valve did not work properly, so that it was leaking liquid and generating bubbles. No patient consequences were reported. Additional information: we only observed a leak in the valve, but no physically damage was observed. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Everything was in place but fluid was leaking around the catheter like the hemostatic valve had lost its seal. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was insignificant. The physician performed a maneuver to eliminate bubbles. Physician discovered the incidence and tried to eliminate the bubbles. The patient has not exhibited any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable for both hemostatic valve separation and hemostatic valve leak issues.

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and hemostatic valve separation and hemostatic valve leak issues occurred. When connecting the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the valve did not work properly, so that it was leaking liquid and generating bubbles. No patient consequences were reported. Additional information: we only observed a leak in the valve, but no physically damage was observed. The hemostatic valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Everything was in place but fluid was leaking around the catheter like the hemostatic valve had lost its seal. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was insignificant. The physician performed a maneuver to eliminate bubbles. The patient has not exhibited any neurological symptoms since the procedure was completed. The device evaluation was completed on 06-jan-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection, pressure test, and microscopic examination of the returned device. Visual analysis was performed and the device was found in good normal condition. A pressure test was performed and leakage was observed from the hemostatic valve. Microscopic examination in the hemostatic valve surface was performed and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. An internal corrective action has been opened to investigate conditions observed in the hemostatic valve. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per the evaluation completion on 06-jan-2022, a correction was noted to d4. Expiration date. Therefore, this field has been populated and additional clarification is being requested on the event.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
In follow-up # 2 it was stated that additional clarification was being requested on the event. Additional information was requested on the use of this device with the expired expiration date. No additional information has been provided as the response received on 31-jan-2022, stated they do not know the expiration data. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).